Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm the quantity of devices that "kept popping off while suturing" during this single procedure? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a doppler ligation hemorrhoid procedure on (B)(6) 2021 and suture was used. During the procedure, the needle kept popping off while suturing tissue. No adverse patient consequences were reported. Additional information was requested.